Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient was going to have an MRI and needed to know their MRI eligibility. During the call the patient put their device into MRI mode and got the message settings cannot be changed with stimulator off. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that the vibrations drive them crazy so they don't normally use the device. Patient stated that they had a new stimulator put in in 2018 and they had issues with the first one and it didn't work for 6 years so they got a new battery and it still did not work with the new one.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back reporting that they stopped using their device a couple years ago because the stimulation was too much for them. They now tried using their ins again but said that their hcp feels that they need reprogramming so that the stimulation targets their feet better. Pt confirmed that their hcp instructed them to connect with a mdt rep directly on their own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they were referring to the stimulation vibrations. The patient clarified that they were not getting pain relief and the b program didn¿t work and the implant battery was working fine. The cause was not determined and the issue was not resolved.